Event description:
It was reported that the hcp extracted 2 ml from catheter access port, and then did a bolus into the internal tubing. It was noted that another patient's drug was used. The patient went in to respiratory distress and was put on a respirator. The patient outcome was good, patient is fine. It was indicated that it was not a pocket fill. The drug in the pump was fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).